Event description:
Option study. It was reported that a closure device leak occurred. On (B)(6) 2021 a left atrial appendage (laa) closure procedure was successfully performed using a 20mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination on (B)(6) 2022, 371 days post index procedure, a transesophageal echocardiogram revealed a device leak measuring 5mm. The patient was admitted to the hospital and underwent a computed tomography scan which showed no device leak. Ten coils were placed in the laa to ameliorate the leak. Ablation was also performed at the left atrial focal site. The patient was placed on anticoagulants and advised to continue taking aspirin. One day post procedure, the patient was discharged home.

Event description:
It was reported that a closure device leak occurred. On (B)(6) 2021 a left atrial appendage (laa) closure procedure was successfully performed using a 20mm watchman flx laa closure device with delivery system (wds). During a routine follow up examination on (B)(6) 2022, 371 days post index procedure, a transesophageal echocardiogram (tee) revealed a device leak measuring 5mm. The patient was admitted to the hospital and underwent a computed tomography scan which showed no device leak. Ten coils were placed in the laa to ameliorate the leak. Ablation was also performed at the left atrial focal site. The patient was placed on anticoagulants and advised to continue taking aspirin. One day post procedure, the patient was discharged home. It was further reported the routine follow up examination took place on (B)(6) 2022 not (B)(6) 2022 as previously reported. A tee performed on (B)(6) 2022 revealed a 3mm device leak.

Manufacturer narrative:
B3 and b5 event date updated.